Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system was stuck in login screen and low disk space. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station became stuck on care fusion login screen and had a low disc space. The technical support specialist (tss) logged into the station and found the station disk at 0%. The tss cleared the disk space by following the knowledge article named "low space on c: drive, sqldump, winsxs - pyxis es - locations/methods to free up space". The tss also noted that the maintenance logs displayed an internal query processor error. The tss found and applied the article named "medstation es - maintenance service purge deletion service error - internal query processor error" to resolve the issue and confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system was stuck in login screen and low disk space. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.